Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please confirm lot # as lot mk27799 is invalid.

Event description:
It was reported that the patient underwent a c-section procedure on (B)(6) 2019 and the suture was used. It was reported that the needle pull off during sewing skin. It was retrieved and exchanged with another like device to complete. There was no adverse consequences reported.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: please confirm lot# as lot mk27799 is invalid. Could not provide additional information.